Event description:
A report was received that following a revision the patient's ipg is not holding a charge. Bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg replacement surgery has been recommended.

Manufacturer narrative:
The explanted ipg passed visual and photographic imaging. The complaint of premature battery depletion has been confirmed. The analog ic (aic-u1) was damaged. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (B)(4).

Event description:
A report was received that following a revision the patient's ipg is not holding a charge. Bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg replacement surgery has been recommended.